Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, when the issue occurred, the system was in clinical use for the diagnostic procedure which was completed by deleting the old images to make enough space for the on-going procedure. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed the reported problem. The analysis of the system log file found no significant errors in image processing pc (ip-pc) or disk bay errors. As a part of troubleshooting, the database was recreated to see if it regains its full capacity and works correctly. To date, no further recurrence of this issue has been reported to philips. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. In the event that this error occurs due to too much data being stored on the system, the user is able to delete examinations in order to create more space and continue imaging. In this case, the system regained its functionality and the procedure was completed using the same system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's image disk was full, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.